Event description:
It was reported by the sales rep that during a right colectomy procedure, the doctor has had a few cases, using both the linear cutter with blue load and the pse60a device with blue load on the side-to-side anastomosis portion of his right colectomies, and is having hemostasis issues over the last several months. He says that it has been "more of an issue in the last few months than the last twelve years prior." The patient needed to be transfused post-op. In most cases he is now oversewing staple line.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: which stapling device was used with the ecr60b? Were any issues noted with staple form during the initial procedure? How was the bleeding identified? How was it addressed? What was the estimated blood loss? Transfusion amount? What is the current patient status?